Event description:
It was reported that during the inspection by the hospital of the external pulse generator (epg) the screen froze when the power button was pressed and would not power on. When an attempt was made to turn the epg off the device would not turn off. The epg would only power down once the battery was removed. There was no patient involvement and the device was returned for service.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - no anomalies were found.